Event description:
It was reported that a pt rec'd an over delivery of maintenance fluid (medication, programmed amount and delivery rate unk). The user observed that the pump display an unk alarm, and the IV bag "completely emptied right in front of her." However, f/u info indicates the IV bag contained 500 cc of fluid at the time the problem was discovered.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and a flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. An add'l flow rate test was performed using the event infusion parameters found in the history log (for a period of one hr) with the unit passing. Excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Upstream occlusion and downstream occlusion tests were also performed per the sigma preventive maintenance procedure with the unit passing. A review of the device history log could not confirm the reported over infusion, and a device malfunction could not be identified. At this time, the date of event is unk.